Event description:
On (B) (6), 2010, a doctor reported that patients lost fillings that had been placed with optibond solo plus. No further details were provided.

Manufacturer narrative:
On (B) (6), 2010, a doctor reported that patients lost fillings that had been placed with optibond solo plus. No further details were provided. The product was returned, however, the bottle was empty. Therefore, retain samples from the same lot are currently being tested. A follow-up report will be submitted when the evaluation has been completed. Retain sample evaluation in process.